Event description:
It was reported that this artificial urinary sphincter (aus) was revised due to long tubing. The patient requested a cuff downsize. The entire device was removed and replaced with a smaller cuff. There were no patient complications.